Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen standard all poly patella 35mm catalog #: 00597206535 lot #: 64874775, nexgen articular surface size ef 12mm catalog #: 00596404012 lot #: 64795802, nexgen option femoral component size f right catalog #: 00576401652 lot #: 64906624. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial loosening approximately five (5) years post-operatively. During the procedure, the tibial plate was found to be grossly loose with no cement adhered to the titanium surface. No additional information is available.